Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white calcification(25%), broken plug strap, and around 25-50% of the shell missing. Leak test didn't identify any opening. Microscopic analysis was performed which identified a broken plug strap with striated edge assessed as surgical damage. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was broken plug strap with striated edge assessed as surgical damage consistent in the use of some surgical tools. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delamination.

Event description:
Healthcare professional reported right side "patient¿s concern with the product." Additionally, healthcare professional reported "valve delaminated from shell." Device has been explanted.